Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, recurrence. It was reported that patient underwent mesh revision on (B)(6) 2003 due to mesh erosion. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal repair of cystocele, attempted laparoscopic converted to open vaginal vault suspension, and laparoscopic lysis of adhesions; due to complete vaginal vault.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.